Event description:
Information was received indicating that a smiths cadd-legacy plus pump caused under infusion. The patient brought the pump back after treatment and it read 0.4ml left but then it reset to 100ml even though it was under lock level 2. The issue occurred while in use with the patient, it's unknown if the patient received the remaining infusion but there was no reported injury or adverse events.